Manufacturer narrative:
Concomitant products: catheter model: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: unk; catheter model: 8598a, serial# (B)(4), implanted: (B)(6) 2009, explanted: unk. (B)(4).

Event description:
It was reported that patient fell about two weeks ago, and around the same time period, he started experiencing shortness of breath and back pain. He had visited his primary care physician (pcp) several times. 'His oxygen level was 97 percent, so they thought maybe it was his heart and it's not, so they've been doing stuff and scheduled an echocardiogram and all this stuff.' Reporter believed that the pump had moved as the pump used to stick out and, now, it doesn't stick out as far; they thought that 'perhaps he damaged his pump and maybe that's what's getting into his body instead of into his back, like, maybe it's leaking or something.' It was added that currently patient did not have a pump managing physician and that he was getting his pump filled from the pcp/pharmacy. It was stated that the pcp just filled his pump to what they said was in there before, but did nothing more. It 'sounds he's still getting the same amount of dilaudid in his body, but his breathing periodically gets very labored and he goes into a real sweat and everything;' reporter was not sure if this sounded like an 'overdose kind of thing or too much at one time or whatever, but then, it'll go away and he'll take some medicine and it kind of helps it go away a little bit, then he'll break into this sweat and then he'll have trouble breathing again.' Per his pcp it's 'psychosomatic;' however reporter believed 'it's definitely not because he wakes up like that.' Patient was taking ritalin for a 'different problem,' and 'maybe he's getting too much because it seems to help his body process a little faster or something.' Drugs delivered via the device were bupivacaine and dilaudid.